Event description:
Two staff were transferring the resident from a broad chair to a bed. The bed was raised so that the legs of the lift would fit underneath. The first staff was driving the lift from the controls and the second was standing near the resident's feet. She positioned the resident on the bed by pushing on the sling. Driver struggled to get the legs of the lift in a good position under the bed and had to make a couple attempts. The second staff was putting pressure on the sling to position the resident's head on the pillow. Suddenly the right side of the lift came up off the ground. The lift tipped toward the headboard and struck her in the knee by "some part of the lift." She pulled back on the boom to right the lift. One staff is experiencing left side back pain that radiates up her back and down her left leg. Two staff members sustained muscle strain injuries in their back. The resident sustained no injury. Ref MFR number: 9681684-2013-00054.